Event description:
On (B)(4) 2011, leica microsystems received a complaint stating that the surgical microscope leica m525 f50 light source shuts off during normal operation.

Manufacturer narrative:
(B)(4). Approximately 30-45 minutes into the surgical procedure, the main light of leica m525 f50 shut off. The back-up light was also non-functional. After approximately 15 minutes, the main and back-up lights of the surgical microscope were functioning again. A leica representative examined the surgical microscope. According to the field service engineer, the controller board will be replaced. Once replaced, the controller board will be returned to the manufacturer for further investigation.